Manufacturer narrative:
Citation: zhan y, saadat s, soin a, kawabori m, chen fy. A meta-analysis comparing transaxillary and transfemoral transcatheter aortic valve replacement. J thorac dis 2019;11(12):5140-5151. Doi: 10.21037/jtd.2019.12.07 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transaxillary and transfemoral transcatheter aortic valve replacements (tavr). All data were collected via a meta-analysis review of tavr from inception to december 2018. The study population included 1,414 patients (predominantly male, mean age 81 years), all of whom were implanted with medtronic corevalve (no serial numbers provided). Among all patients, adverse events included: bleeding, vascular complications, permanent pacemaker, cerebral vascular accident (cva), and moderate to severe aortic regurgitation. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.